Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level of 518 mg/dl. A correction injection was administered to address the bg. The customer continued to use the pump for insulin therapy.